Event description:
It was observed during central processing that the mega needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument grip cable was broken at the distal end. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damages. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. No other damages were noted. This complaint is being reported due to a broken grip cable found on the mega needle driver instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.